Event description:
Device was explanted.

Event description:
Healthcare professional later reported "implant totally flat-2 very large fold flaws".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion and opening on radius. Leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on plug strap bon edge, sharp broken on plug strap. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening. A sharp broken on plug strap assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, d6b, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.